Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-00754. (B)(6). It was reported that following a coronary artery stenting treatment procedure the patient expired. The index procedure treated two target lesions. Target lesion one was in the 2.5mm, 90% stenosed right posterior atrioventricular (r-pav) artery. Treatment consisted of direct stenting using a 2.5x8mm taxus express2 stent deployed at 10atm resulting in 0% stenosis and good implantation after ivus (intravascular ultrasound). Target lesion two was 2.0x10mm with 99% stenosis of the right posterior descending artery (r-pda). Treatment consisted of predilation with a 2.0x10mm balloon at 6atm and placement of a 2.5x16mm taxus express2 stent deployed at 16atm resulting in 0% residual stenosis and good implantation after ivus. Both locations had timi 3 flow post stenting. In (B)(6) 2010, the patient's family was unable to wake the patient. The patient was transported to the hospital by ambulance. The patient was in cardiopulmonary arrest upon arrival but was unable to be revived. No autopsy was performed.